Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part:07.702.040s lot no:4c53691 release to warehouse date:01 mar 2024 expiry date: 01 mar 2027 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis with tfna long implants and cement for a femoral trochanteric fracture. Cement mixing was done and after filling cement into two 2 ml white syringes and one 1 ml blue syringe, the cement in the mixer became unable to be extracted. There was a possibility that the handle may have been rotated during mixing. Therefore, after turning the handle counterclockwise, the mixer lid was opened, and the mixer part was pushed to the bottom with an elevator. However, turning the handle clockwise again did not extract the cement for the three unfilled 1 ml blue syringes. No cement equivalent to 3 ml of cement was found inside the mixer. There is a possibility that the handle was not pulled all the way down to the bottom after cement mixing. The surgery was completed successfully with no surgical delay. Patient was stable.